Manufacturer narrative:
A photo was returned by the customer showing the set. No air bubbles or visual anomalies noted. No samples were returned for investigation. The complaint of air in line on the 142560488 could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was performed no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a lfs pps ppy penolitedstmicrsl104in which was reported to have had air in line occur after the IV set was loaded on the pump and priming was complete. It was not reported whether there was patient involvement or not, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a photo sample is available. Investigation is not yet complete. Initial reporter name and address: ext. (B)(6).